Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had an issue of failed downstream occlusion sensor test. This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H11: the device was received for evaluation. During evaluation, the reported problem "failed downstream occlusion sensor test (20.22 & 22.62)" was not reproduced. The device was tested for downstream occlusion detection and passed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was the downstream tubing guide which was found out of specification. The downstream tubing guide required to be replaced to correct the reported problem. Should additional relevant information become available, a supplemental report will be submitted.